Event description:
It was reported that during a tka, while removing bone in speed control, the connection between the long attachment and snap lock is looser than normal resulting in the drill disengaging from the handpiece. Surgeon had to re engage the locking mechanism a couple different times during burring. And bone removal took extra time but less than 30 minutes of delay.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which did not confirm the reported event. The reported problem was not visually confirmed. The handpiece side strain relief requires additional silicone. There are burrs on the edge of the clamshell near the locking collar. Functional evaluation did not find any issues and the reported problem was not confirmed. A gap analysis of the snap lock was performed to identify if the long attachment will fit securely to the snap lock. The measured gap is 0.111 inches and within tolerance. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 274 similar reports and this issue will continue to be monitored. The root cause was found to be no problem found. However, a factor that could have contributed to the reported issue is if the drill was attached into the handpiece in a way that it would be more easily detached. No corrective actions have been initiated for this issue.